Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion, improper bone preparation, and/or excessive force during insertion. Per the directions for use (dfu) dfu-0054-eo bio-fastak, fastak¿, suturetak® and fibertak® suture anchors: e. Warnings. 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 8. Visually inspect all devices immediately after use for the potential of loose body remnants left behind in the patient. 9. Suturetak and fibertak suture anchors only: drilling in very hard bone may require cycling the drill while maintaining consistent alignment of the drill guide. Increased size, hard bone drills are also available for use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported that an ar-3636 knotless 1.8 fibertak soft anchor experienced failure of the knotless mechanism during a labral repair on (B)(6) 2025. The mechanism did not convert, and breakage occurred at the suture/anchor interface during the conversion attempt. All fragments were retrieved. The case was delayed, but no additional anesthesia was administered. No adverse effects were reported. Additional information was received on 10-dec-2025, a total of three ar-3636 knotless 1.8 fibertak soft anchor experienced failure during the procedure.